Event description:
The report stated that "the balloon was ruptured inside the patient body during use." No patient injury was reported.

Manufacturer narrative:
The lot number was obtained for the device. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product was returned for evaluation. One catheter was returned with a terumo 12cc syringe attached at the gate valve female luer. The syringe provided with this catheter is a 3ml to 1.5ml limited volume syringe. As received the introducer and edwards contamination shield were seated to the catheter (proximal end of the contamination shield was 100cm and distal end of the shield was 40 cm from the tip). The introducer was seated to the catheter from 40cm to proximal of thermal filament. The balloon was ruptured at the center area of the latex. The rupture size was found to be 0.100" x 0.0625" and the ruptured edge was not able to match up. Blood was visible inside of the gate valve. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Though customer report was confirmed, there was no evidence of a manufacturing nonconformance. No actions will be taken at this time.